Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Revision surgery - patient fell and the central screw on the baseplate broke. Took out all components except for the stem and put new ones in.